Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the receiver displayed an error message for low transmitter battery. No additional patient or event information is available. The transmitter has been received for evaluation. An external visual inspection was performed and the transmitter passed. A voltage test was performed and the transmitter passed as it had voltage. (B)(4) bluetooth device pairing test was performed and the transmitter passed. The share log was reviewed and the logs did not contain a low transmitter battery alert within the investigation window. The reported allegation was not found with the returned transmitter. The customer complaint of low transmitter battery was not confirmed. The root cause could not be determined. The reported issue of low transmitter battery is reportable based on the finding of permanent connection loss.